Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 0, and fault ID was 0-0x2779. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer service provided information and assisted the caller with resetting the pump. Customer can continue using the pump and was instructed to call back if any malfunction code recurs, which the caller acknowledged and understood.